Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received that the terminal ends were explanted on an unknown date.

Manufacturer narrative:
Concomitant medical product: model 3189 scs lead. Therapy date unknown.

Event description:
Reference MFR. Report number: 1627487-2019-04347. It was reported one of the two leads implanted in the cervical spinal region had migrated and broke through the skin. The physician clipped and removed the terminal end of the leads, while the stimulation end was left implanted. Additionally, the physician did not replace the leads and opted to leave the ipg implanted.